Manufacturer narrative:
Unknown / no information available from user facility. The lot number of the device is unknown; consequently, the manufacture date and expiration date cannot be determined.the directions for use contains a warning which states, "make sure that the delivery device and mesh assembly pass sufficiently lateral to the urethra and bladder so that neither is injured"

Event description:
It was reported to boston scientific corporation that during a mid-urethral sling procedure, the resident physician perforated the patient's bladder with the trocar. The physician aborted the procedure, and plans to place the sling once the bladder heals on its own.